Event description:
Right open capsulectomy and implant removal with diagnosis of anaplastic large cell lymphoma (B)(6) 2012 that required radiation therapy (B)(6) 2012. Implant exchange 2007 to textured silicone style 120 600cc volume (dr (B)(6)) (B)(6) 2010 right breast periprosthetic fluid and capsular contracture treated with levaquin (dr (B)(6)) implant exchange (B)(6) 2010 with bilateral strattice for capsular contracture - no pathology sent - plascmeen tof mentor smooth round moderate plus style 1000 700cc (dr (B)(6)) progressive capsular contracture right 12/10 with open capsulotomy using same implant (dr (B)(6)) with resolution of symptoms motor vehicle collision (B)(6) with hematoma right breast that was untreated and progressive capsular contracture returned (B)(6) 2011. Underwent right capsulotomy/partial capsulectomy with same implant. Diagnosis or reason for use: breast augmentation.